Manufacturer narrative:
The catalog number identified has not been cleared in the u.s., but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the u.s.. The pro code and 510k number for the power port isp m.r.I.. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date (11/2021).

Event description:
It was reported that post port device implant, the device was allegedly unable to aspirate. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The pro code and 510k number for the power port isp m.r.I., 8fr groshong products is identified in d2 and g5. The reportability of the file was changed to malfunction based on the additional information recieved. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. D4: (expiry date: 11/2021). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post port device implant, the device was allegedly unable to aspirate. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this product/lot number combination. However, device history record review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one device with a catheter segment was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The returned catheter segment measured approximately 26.9 cm in length. The edge of the proximal end of the catheter segment appeared cut; striations were noted on the surface. An in-house syringe was attached to a safety infusion set and the non-coring needle was inserted into the port septum. The port body was patent to infusion and aspiration without issue. Similarly, an in-house syringe was attached to the proximal end of the catheter segment and was patent to infusion and aspiration without issue. However, the investigation is inconclusive for the reported difficult to flush and aspiration issue, as the component used to access the port in the reported event for the patency test was not returned with the sample and the exact circumstances at the time of the reported event are unknown. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The pro code and 510k number for the power port isp m.r.I., 8fr groshong products is identified in d2 and g5. H10: d4 (expiry date: 11/2021), g3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post port device implant, the device was allegedly unable to aspirate. It was further reported that, the device allegedly difficult to flush. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The pro code and 510k number for the power port isp m.r.I., 8fr groshong products is identified in d2 and g5. H10: the file was reassessed for reportability and determined to be no longer reportable. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 expiry date (11/2021), g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post port device implant, the device was allegedly unable to aspirate. There was no reported patient injury.